Event description:
Patient had nasogastric tube in place, connected to suction. Bard prevent anti-reflux filter was in place. During the course of one day, three devices broke during routine use. The patient's bed and gown became soiled with gastric contents. No patient harm.the rn stated the event occurred during routine use. There was no obvious explanation for why the items broke: they were not pinched or smashed. The packaging for each of the devices was intact prior to use. We are meeting with the manufacturer rep next week and will give that person the affected devices.======================manufacturer response for prevent antireflux valve, bard prevent anti-reflux filter (per site reporter).======================awaiting their response. Company informed that two of the broken devices are available.what was the original intended procedure?cap end of nasogastric tube.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.